Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it did fracture on several occasions/the remaining essure fragments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach burning sensation of, diabetes mellitus, nausea, vomiting, fetal movements decreased, urgency urination, suprapubic pain, dysuria, nasal congestion, penicillin allergy and headache. Previously administered products included for an unreported indication: tylenol and insulin. Concurrent conditions included fibroids. Concomitant products included propofol (anesthesia s/I 60). In march 2012, the patient experienced pelvic pain ("pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood altered ("humor"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), constipation ("constipation") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy,removal of essure device bilaterally). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, mood altered, vaginal infection, urinary tract infection, migraine, nausea, dysmenorrhoea, fatigue, constipation and alopecia outcome was unknown. The reporter considered alopecia, constipation, device breakage, dysmenorrhoea, fatigue, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy: implant date earlier was reported as (B)(6) 2012 and now it was reported as (B)(6) 2012 patient reports after essure removal most, if not all symptoms decreased. As per mr - hsg result: s/p (status post) essure, patient doing well without complaints. Hsg confirms sterilization tubal occlusion. (As written) and below in the product insertion procedure - mentioned as plaintiff did not undergone essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg confirms sterilization tubal occlusion.. Pregnancy test urine - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record :confirming- pelvic pain. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it did fracture on several occasions/the remaining essure fragments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach burning sensation of, diabetes mellitus, nausea, vomiting, fetal movements decreased, urgency urination, suprapubic pain, dysuria, nasal congestion, penicillin allergy and headache. Previously administered products included for an unreported indication: tylenol and insulin. Concurrent conditions included fibroids. Concomitant products included propofol (anesthesia s/I 60). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood altered ("humor"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of essure device bilaterally). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, mood altered, vaginal infection, urinary tract infection, migraine, nausea, dysmenorrhoea, fatigue, constipation and alopecia outcome was unknown. The reporter considered alopecia, constipation, device breakage, dysmenorrhoea, fatigue, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy: implant date earlier was reported as (B)(6) 2012 and now it was reported as (B)(6) 2012 patient reports after essure removal most, if not all symptoms decreased. As per mr - hsg result: s/p (status post) essure, patient doing well without complaints. Hsg confirms sterilization tubal occlusion. (As written) and below in the product insertion procedure - mentioned as plaintiff did not undergone essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg confirms sterilization tubal occlusion. Pregnancy test urine - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: confirming- pelvic pain. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received- previously reported event ¿injury to herself¿ updated to ¿pain¿, events- ¿vaginal pain, abnormal bleeding (vaginal, menorrhagia), humor, vaginal infection, urinary infection, migraines / headaches, nausea, dysmenorrhea (cramping), fatigue, constipation, hair loss , it did fracture on several occasions/the remaining essure fragments¿, reporter, lab data, medical history added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.